Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a non-medtronic 18 millimeter (mm) balloon. Following insertion of the valve and delivery catheter system (dcs) into the patient, upon deployment of the valve to 80% deployment, it was observed that the valve was significantly under expanded. Subsequently, the valve was recaptured and the system was withdrawn from the patient. A second pre-implant bav was performed with a 20 mm non-medtronic balloon. Following removal of the the valve, a thrombus was observed on the valve. Subsequently, a new valve and delivery catheter system (dcs) were opened and used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the expansion issue. It was noted a 5 minute procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Annex e code was erroneously omitted from the initial medwatch. Additional codes. Annex f code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that valve was recaptured only one time. The thrombus was located on the device leaflets and was first noticed once the valve was recaptured, removed from the patient, and inspected. Heparin was administered during the procedure. The patient's activated clotting time (act) levels were greater than 300 seconds (s) throughout the case, and the act levels were monitored every 30 minutes. At the time the thrombus was noted, the patient's act level was 250 s. The procedure was 45 minutes long. The patient does not have any pre-existing coagulopathy or other blood disorders.